Event description:
A medtronic ave billary stent was inserted into a severely calcified and tortuous renal artery after predilation with two pta balloons. The stent was deployed past the intended target lesion due to a "flaring of the proximal segment of the stent". Another 5mm diameter * 17mm length medtronic ave stent was then inserted, but was not able to cross the ostiulm of the renal artery due to severe calcification. Upon attempt to advance the stent,the guide catheter tip damaged the proximal end of the stent and resulted in dislodgement of the stent from the balloon catheter. The stent was then retrieved with a snare. There was no additional clinical sequelae reported relative to this event and no further info available from the facility.